Manufacturer narrative:
Concomitant medical products: product ID: 3093-33, lot# v487997, implanted: (B)(6) 2011, product type: lead. (B)(4).

Event description:
The patient reported via the manufacturer representative that she had been getting sick, losing her memory and getting dizzy when she walked. The patient further reported that they had the device explanted a while ago and did not want another one as it didn't work. Additional information received from the healthcare professional (hcp) reported that there was no problem with the device. It was further reported that it was a patient issue and not a device issue. Remodulation was performed as troubleshooting and there was no allegation against the device. The event occurred during normal use and the indication for use was gastrointestinal/ pelvic floor. If additional information is received, a follow- up report will be sent.